Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to other non product experience. Additional information obtained from the field which indicated that this lead exhibited decreased r wave sensing and increased threshold measurements. No additional adverse patient effects were reported.